Event description:
The customer reported the system displayed a communication error and intermittently would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the intelligent shut down board and the ups. The system operates as intended.